Event description:
Follow up report generated when customer response revealed date of event. Device analysis is completed and will be summarized.

Manufacturer narrative:
Investigation results completed on a cadd -ms 3 slate gray pump. The complaint of pump lost programming was not validated. Device arrived in good physical condition. Event log did not reveal any evidence in the log or confirmed complaint. When testing was done to duplicate the complaint, the issue was not duplicated. No actions taken and file was found to have no fault with pump.

Manufacturer narrative:
(B)(6). The medwatch form was submitted by (B)(6) with the patient identifier (B)(6).

Event description:
Information was received indicating that a smiths medical cadd ms3 pump  lost its programming. The patient advised that he keeps a battery in the pump when not in use. The patient has a backup pump for use. The reported issue did not occur while in use with the patient. The infusion was life sustaining and there was no reported adverse event.